Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The caller received full support and guidance from technical support to reset the pump, which resolved the issue, allowing the customer to successfully start their sensor session without further errors.